Event description:
On (B)(6) 2008, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. While a contralateral leg component (pxc121400/06340746) was deployed in the left side, the left hypogastric artery was unintentionally covered. No intervention was taken, and the procedure was concluded. On (B)(6) 2008, at the one-month follow-up, no adverse events had been revealed. Aneurysmal diameter was measured at 45 mm. The patient has withdrawn from follow-up. No further information has been reported to gore.

Manufacturer narrative:
Additional manufacturer narrative- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.